Manufacturer narrative:
Device history record (DHR) investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore it is not possible to determine the root cause for the defect reported and a corrective action for it. However, the manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: while using a suturing device during sacrospinal fixation of the cervix o suture the sacrospinal ligament on the right, the bullet on the suture had gone missing. The bullet could not be found. An x-ray was done on (B)(6) 2014 and no bullet was seen. A new suture was placed successfully with the patient. The patient is fine. There was no patient injury.